Event description:
Rowan clinical study. It was reported this patient experienced chills and fever related to bacterial infection on the same date as therasphere administration leading to prolonged hospitalization. The subject was enrolled into rowan study on (B)(6) 2024. Pre-treatment maa imaging documented a significantly higher perfusion of maa on tumors, dose to perfused liver was 400 gy; dose to total normal tissue was 79.4 gy. Lung shunt calculation was 5.8 percent. On (B)(6) 2024, therasphere administered to the liver was multiple selective through radial artery and two dose vials were administered; total administered activity dose was 2.35 gbq. Post-treatment dosimetry documented between random activity distribution and avid uptake in target lesion distribution of activity on tumors. Dose to perfused liver was 339.5 gy; dose to total normal tissue was 82.9 gy. Lung dose calculation was 7.6 percent. On (B)(6) 2024, a few hours post the therasphere administration, the subject was noted to be shivering with fever up to 38.2 degree celsius. On the same day, the subject was also noted with asthenia. The blood tests performed showed normal c-reactive protein (crp) and procalcitonin levels. Blood cultures were performed, and the event led to prolongation of the hospitalization for clinical and hemodynamic surveillance. On (B)(6)2024, blood tests revealed an increase in acute phase reactants with crp 25.3 mg/dl and procalcitonin 1.22 ng/ml. The subject was administered 0.5 g tazobactam, 4 g piperacillin and 1000 mg paracetamol. After 24 hours observation, it was noted that there were no new episodes of bacteremia symptoms or relevant clinical worsening. On (B)(6) 2024, subject was discharged on oral antibiotic therapy.

Manufacturer narrative:
D3 & g1: manufacturer address 1: chapman house, farnham bus park. D3 & g1: manufacturer zip/postal code: gu9 8ql.